Event description:
It was reported that g6 receiver was in debug mode. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9 device available for evaluation - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H3b: evaluation included - additional information. H6: additional information.

Event description:
It was reported that g6 receiver was in debug mode. Product was provided for investigation. Confirmation of the complaint was confirmed via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.